Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, with blood glucose rising after reconnection to the pump and requiring external subcutaneous insulin injections when values approached 400; the family reported multiple site and supply changes with no visible insertion, cannula, or leakage issues, and the pump delivered corrections but glucose continued to increase. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication and were characterized as a minor illness or impairment. Investigation included communication with the user and caregivers and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.